Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer¿s blood glucose (bg) level increased, however, a bg value was not provided. Reportedly, the customer declined troubleshooting and declined to provide additional information.